Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected an atrial tachycardia and appropriately delivered atrial anti-tachycardia pacing (a-atp). Subsequently, ventricular tachycardia (vt) occurred during an a-atp episode, and the rhythm switched to ventricular fibrillation (vf) and was detected; however, the interval of the ventricular event was extended during charging, and the therapy was suspended. Fifty minutes after the time of the first episode, the patient was transported to the hospital with cardiac arrest where the patient experienced asystole and passed away. It was noted that the ICD function was considered "normal operation".